Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. The customer was taken to the emergency room on 11/02/24 with a blood glucose of 400 mg/dl and was treated with insulin. The customer was released the same day with issue resolved. A systems check with tandem technical support verified the pump was functioning as intended.